Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the rear adapter was cracked, causing leakage and the inner pin was exposed on five (5) devices. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The customer photos depict leakage in the rear sample around the hub/tubing connection, although no visible cracked components are shown. Additionally, 30 retained samples underwent functional tests to assess device functionality. All samples passed the tests, exhibiting no signs of damage to the device or leakage during use. Furthermore, these 30 retained samples also underwent functional tests for retraction lockout, and all samples passed, showing proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. This complaint has not been confirmed for the indicated failure mode: damaged - cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the rear adapter was cracked, causing leakage and the inner pin was exposed on five (5) devices. No patient or user impact reported.